Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a valve-in-valve transcatheter aortic valve implantation procedure was performed in a patient with an existing non-medtronic valve, using an evolut 23 mm transcatheter aortic valve with a chimney strategy and a stent pre-positioned in the left coronary artery due to low coronary height and a small valve-to-coronary. After the valve was loaded and implantation began, the transcatheter aortic valve was repeatedly positioned too low, and four recaptures were performed to reposition it higher. During the last recapture, the patient lost pressure and experienced hemodynamic collapse, and blood flow returned transiently after the physician quickly positioned the valve; the valve height was then considered correct and the valve was deployed. The pre-positioned left coronary artery stent was deployed, and angiography confirmed blood flow in both coronaries and no valve leak. After the angiographic check, the patient completely lost pressure and did not regain it despite resuscitation maneuvers, and the patient died.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx plus valve; product ID: evfxplus-23; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-09-25; use by date: 2027-09-25; implant date: (B)(6) 2026; FDA site ID: 9617601. Concomitant medical devices in use during the event include: product ID l-evolutfx-2329 (lot: 0013179621); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was due to the positioning of the non-medtronic surgical aortic valve, which made it difficult to position the medtronic transcatheter valve. It was noted that the patient could not tolerate the recaptures because of their age. Additionally, the valve and delivery catheter system (dcs) could be excluded as contributing factors to the death.